Manufacturer narrative:
The lot number was provided for four out of four malfunctions; therefore, lot history reviews are currently being performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigations of the reported events are inconclusive for the reported material rupture. Based upon the available information, the definitive root cause for this event is unknown. The device(s) are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model u415034rx pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from various sources. These malfunctions involved patients with no consequences. Two patients ranged from 76-83 years of age and 63-70 kgs. Of the reported patients, two was male and one were female. All remaining patient information was not provided.